Event description:
It was reported that this right atrial (ra) lead recently exhibited elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms), high threshold values, and loss of capture. The physician suspected that the lead conductor had fractured and surgically capped and abandoned the lead. A new lead was subsequently implanted to resolve the event and no additional adverse patient effects were reported, this ra lead remains implanted, but is capped and out-of-service.